Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos from the customer in support of this complaint; therefore, 10 retention samples from the bd inventory were functionally tested and, the issue of overfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling."